Manufacturer narrative:
The suspect device was returned to olympus. However, an evaluation has not been completed at this time. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the image was lost during a diagnostic colonoscopy procedure. The intended procedure was completed using the same device. There was no patient injury, associated with the problem, reported to olympus. This is report #5 of 10 due to multiple events reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the video connection was fine; the lost image was not confirmed. It is possible that the signals were not able to be transmitted due to a faulty cable. However, the definitive root cause of the faulty cable could not be determined. Olympus will continue to monitor field performance for this device.